Manufacturer narrative:
S.w version unknown retainer ring: black. The pump was received with a scratched case, a completely broken battery tube threads, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was unable to insert/lock the battery, verify s.w and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to completely broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The thread was damaged and did not hold the battery cap. The battery compartment and spring were damaged or corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.